Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-nov-2018. The most recent information was received on 12-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side'), menorrhagia ('hemorrhagic menstruations') and urinary tract infection ('urinary tract infection') in a 45-year-old female patient who had essure (batch no. A78091, b21580) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "potential erosion of a weld on the device". The patient's medical history included parity 4. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), arthralgia ("joint pain/ hip pain"), tendonitis ("problems on the left ankle, tendonitis"), joint swelling ("swollen inflamed knees"), arthritis ("swollen inflamed knees"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), musculoskeletal pain ("shoulder pain"), pain in extremity ("stabbing pains in the limbs"), dyspareunia ("pain during intercourse"), paraesthesia of limbs ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue / susceptibility to fatigue"), memory impairment ("loss of words"), intellectual disability ("loss of intellectual dexterity"), amnesia ("loss of memory"), communication disorder ("difficulty communicating"), gait disturbance ("difficulty using the stairs, walking and working"), paraesthesia of fingers ("tingling in the fingers"), tinnitus ("tinnitus"), posture abnormal ("postures which became unbearable"), menstrual disorder ("menstrual cycles disturbances"), disturbance in attention ("loss of concentration"), nervous system disorder ("neurological disorders"), speech disorder ("speech disorders"), muscle disorder ("muscle disorder"), pelvic pain ("pain"), cognitive disorder ("cognitive ailments / cognitive impairment"), female reproductive tract disorder ("gynaecological ailments") and neuralgia ("neuropathic pain"). The patient was treated with analgesics and surgery (total hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, urinary tract infection, arthralgia, joint swelling, arthritis, ear pain, ear infection, eczema, migraine, eye pain, musculoskeletal pain, pain in extremity, dyspareunia, paraesthesia of limbs, fatigue, memory impairment, intellectual disability, amnesia, communication disorder, gait disturbance, paraesthesia of fingers, tinnitus, menstrual disorder, disturbance in attention, nervous system disorder, speech disorder, muscle disorder, pelvic pain, cognitive disorder, female reproductive tract disorder and neuralgia outcome was unknown and the tendonitis had not resolved. The reporter provided no causality assessment for abdominal pain lower, amnesia, arthralgia, arthritis, cognitive disorder, communication disorder, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, eye pain, fatigue, female reproductive tract disorder, gait disturbance, intellectual disability, joint swelling, memory impairment, menorrhagia, menstrual disorder, migraine, muscle disorder, musculoskeletal pain, nervous system disorder, neuralgia, pain in extremity, paraesthesia of limbs, pelvic pain, posture abnormal, speech disorder, tendonitis, tinnitus, urinary tract infection and paraesthesia of fingers with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Magnetic resonance imaging - on an unknown date: results not provided. Ultrasound scan - on an unknown date: results not provided. X-ray - on an unknown date: results not provided. Lot number: a78091. Manufacture date:2012-12. Expiration date: 2015-12. Lot number: b21580. Manufacture date:2013-04. Expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-oct-2020: primary reporter name was updated, other reporter was added. The following events: susceptibility to fatigue was added to event very severe fatigue (pt fatigue), cognitive impairment was added to event cognitive ailment (pt cognitive disorder), neuropathic pain (pt neuralgia) was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-nov-2018. The most recent information was received on 24-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side'), heavy menstrual bleeding ('hemorrhagic menstruations'), embedded device ('tin particles systematically penetrating tissue walls'), urinary tract infection ('urinary tract infection') and headache ('headache of disability intensity') in a 45-year-old female patient who had essure (batch no. A78091, b21580) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "potential erosion of a weld on the device" (seriousness criterion intervention required) and device material issue "tin particles". The patient's medical history included parity 4. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), urinary tract infection (seriousness criterion medically significant), headache (seriousness criterion disability), inflammation ("inflammatory reactions"), arthritis ("swollen inflamed knees"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), arthralgia ("joint pain/ hip pain/ shoulder pain"), pain in extremity ("stabbing pains in the limbs"), dyspareunia ("pain during intercourse"), paraesthesia ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue / susceptibility to fatigue"), memory impairment ("loss of words"), intellectual disability ("loss of intellectual dexterity"), amnesia ("loss of memory / immediate memory loss"), communication disorder ("difficulty communicating"), gait disturbance ("difficulty using the stairs, walking and working"), tinnitus ("tinnitus"), posture abnormal ("postures which became unbearable"), menstrual disorder ("menstrual cyles disturbances"), disturbance in attention ("loss of concentration"), nervous system disorder ("neurological disorders"), speech disorder ("speech disorders"), muscle disorder ("muscle disorder"), pelvic pain ("pain / gynaecological pain"), cognitive disorder ("cognitive ailments/cognitive impairment"), female reproductive tract disorder ("gynaecological ailments"), neuralgia ("neuropathic pain"), metal poisoning ("poisoning by metals"), tendonitis ("problems on the left ankle, tendonitis"), joint swelling ("swollen inflamed knees"), alopecia ("hair loss"), blindness ("vision loss"), musculoskeletal disorder ("musculoskeletal disorder"), tooth loss ("tooth loss"), vertigo ("vertigo") and visual impairment ("vision disorder"). The patient was treated with analgesics and surgery (total hysterectomy (tubal and uterine removal) with essure removal and total hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, heavy menstrual bleeding, embedded device, urinary tract infection, headache, inflammation, arthritis, ear pain, ear infection, eczema, migraine, eye pain, arthralgia, pain in extremity, dyspareunia, paraesthesia, fatigue, memory impairment, intellectual disability, amnesia, communication disorder, gait disturbance, tinnitus, menstrual disorder, disturbance in attention, nervous system disorder, speech disorder, muscle disorder, pelvic pain, cognitive disorder, female reproductive tract disorder, neuralgia, metal poisoning, joint swelling, alopecia, blindness, musculoskeletal disorder, tooth loss, vertigo and visual impairment outcome was unknown and the tendonitis had not resolved. The reporter considered abdominal pain lower, alopecia, amnesia, arthralgia, arthritis, blindness, cognitive disorder, communication disorder, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, embedded device, eye pain, fatigue, female reproductive tract disorder, gait disturbance, headache, heavy menstrual bleeding, inflammation, intellectual disability, joint swelling, memory impairment, menstrual disorder, metal poisoning, migraine, muscle disorder, musculoskeletal disorder, nervous system disorder, neuralgia, pain in extremity, paraesthesia, pelvic pain, posture abnormal, speech disorder, tendonitis, tinnitus, tooth loss, urinary tract infection, vertigo and visual impairment to be related to essure. The reporter commented: local media (france3-regions): a total of 113 deputies including 14 elected have addressed a letter to the minister of health to alert him about essure contraceptive implants. They denounce an emergency and demand specific measures. Report also received via other local press publications diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Magnetic resonance imaging - on an unknown date: results not provided. Ultrasound scan - on an unknown date: results not provided. X-ray - on an unknown date: results not provided. Lot number: a78091; manufacture date:2012-12; expiration date: 2015-12. Lot number: b21580; manufacture date:2013-04; expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-jun-2021: the follow information were updated : new reporter (other), headache, vision disturnance, as reported immediate memory loss added to prevous event loss of memory, gynaecological pain added to prevous event pelvic pain female, tubal and uterine removal added to non-drug treatment notes (lower abdominal pain) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-nov-2018. The most recent information was received on 11-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side'), heavy menstrual bleeding ('hemorrhagic menstruations'), embedded device ('tin particles systematically penetrating tissue walls') and urinary tract infection ('urinary tract infection') in a 45-year-old female patient who had essure (batch no. A78091, b21580) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "tin particles"and device physical property issue "potential erosion of a weld on the device" (seriousness criterion intervention required). The patient's medical history included parity 4. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), urinary tract infection (seriousness criterion medically significant), inflammation ("inflammatory reactions"), arthritis ("swollen inflamed knees"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), arthralgia ("joint pain/ hip pain/ shoulder pain"), pain in extremity ("stabbing pains in the limbs"), dyspareunia ("pain during intercourse"), paraesthesia ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue / susceptibility to fatigue"), memory impairment ("loss of words"), intellectual disability ("loss of intellectual dexterity"), amnesia ("loss of memory"), communication disorder ("difficulty communicating"), gait disturbance ("difficulty using the stairs, walking and working"), tinnitus ("tinnitus"), posture abnormal ("postures which became unbearable"), menstrual disorder ("menstrual cyles disturbances"), disturbance in attention ("loss of concentration"), nervous system disorder ("neurological disorders"), speech disorder ("speech disorders"), muscle disorder ("muscle disorder"), pelvic pain ("pain"), cognitive disorder ("cognitive ailments / cognitive impairment"), female reproductive tract disorder ("gynaecological ailments"), neuralgia ("neuropathic pain"), metal poisoning ("poisoning by metals"), tendonitis ("problems on the left ankle, tendonitis"), joint swelling ("swollen inflamed knees"), alopecia ("hair loss"), blindness ("vision loss"), musculoskeletal disorder ("musculoskeletal disorder"), tooth loss ("tooth loss") and vertigo ("vertigo"). The patient was treated with analgesics and surgery (total hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, heavy menstrual bleeding, embedded device, urinary tract infection, inflammation, arthritis, ear pain, ear infection, eczema, migraine, eye pain, arthralgia, pain in extremity, dyspareunia, paraesthesia, fatigue, memory impairment, intellectual disability, amnesia, communication disorder, gait disturbance, tinnitus, menstrual disorder, disturbance in attention, nervous system disorder, speech disorder, muscle disorder, pelvic pain, cognitive disorder, female reproductive tract disorder, neuralgia, metal poisoning, joint swelling, alopecia, blindness, musculoskeletal disorder, tooth loss and vertigo outcome was unknown and the tendonitis had not resolved. The reporter considered abdominal pain lower, alopecia, amnesia, arthralgia, arthritis, blindness, cognitive disorder, communication disorder, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, embedded device, eye pain, fatigue, female reproductive tract disorder, gait disturbance, heavy menstrual bleeding, inflammation, intellectual disability, joint swelling, memory impairment, menstrual disorder, metal poisoning, migraine, muscle disorder, musculoskeletal disorder, nervous system disorder, neuralgia, pain in extremity, paraesthesia, pelvic pain, posture abnormal, speech disorder, tendonitis, tinnitus, tooth loss, urinary tract infection and vertigo to be related to essure. The reporter commented: local media (france3-regions): a total of (B)(4) deputies including (B)(4) elected have addressed a letter to the minister of health to alert him about essure contraceptive implants. They denounce an emergency and demand specific measures. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Magnetic resonance imaging - on an unknown date: results not provided. Ultrasound scan - on an unknown date: results not provided. X-ray - on an unknown date: results not provided. Lot number: a78091 manufacture date:2012-12 expiration date: 2015-12. Lot number: b21580 manufacture date:2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-jun-2021: health authority in france confirmed this report was a duplicate to record # fr-bayer-2021-151488 (medwatch 3500a MFR number 2951250-2021-02551) which will be deleted in bayer safety database after all information was transferred to this duplicate record # fr-bayer-2018-222332 which will be retained. New: reporter from france3-regions added and comment added. New events: embedded device, device material issue, inflammation, alopecia, blindness, musculoskeletal disorder, tooth loss and vertigo. All events were considered to be related to essure we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-nov-2018. The most recent information was received on 06-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side"), menorrhagia ("hemorrhagic menstruations") and urinary tract infection ("urinary tract infection") in a 45-year-old female patient who had essure (batch no. A78091 / b21580) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. Consumer has 04 children. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), arthralgia ("joint pain/ hip pain"), tendonitis ("problems on the left ankle, tendonitis"), joint swelling ("swollen inflamed knees"), arthritis ("swollen inflamed knees"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), musculoskeletal pain ("shoulder pain"), pain in extremity ("stabbing pains in the limbs"), dyspareunia ("pain during intercourse"), the first episode of paraesthesia ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue"), memory impairment ("loss of words"), intellectual disability ("loss of intellectual dexterity"), amnesia ("loss of memory"), communication disorder ("difficulty communicating"), gait disturbance ("difficulty using the stairs, walking and working"), the second episode of paraesthesia ("tingling in the fingers"), tinnitus ("tinnitus"), posture abnormal ("postures which became unbearable"), menstrual disorder ("menstrual cyles disturbances"), disturbance in attention ("loss of concentration"), nervous system disorder ("neurological disorders") and speech disorder ("speech disorders"). The patient was treated with analgesics and surgery (total hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, urinary tract infection, arthralgia, joint swelling, arthritis, ear pain, ear infection, eczema, migraine, eye pain, musculoskeletal pain, pain in extremity, dyspareunia, fatigue, memory impairment, intellectual disability, amnesia, communication disorder, gait disturbance, the last episode of paraesthesia, tinnitus, menstrual disorder, disturbance in attention, nervous system disorder and speech disorder outcome was unknown and the tendonitis had not resolved. The reporter provided no causality assessment for abdominal pain lower, amnesia, arthralgia, arthritis, communication disorder, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, eye pain, fatigue, gait disturbance, intellectual disability, joint swelling, memory impairment, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, nervous system disorder, pain in extremity, posture abnormal, speech disorder, tendonitis, tinnitus, urinary tract infection, the first episode of paraesthesia and the second episode of paraesthesia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Nuclear magnetic resonance imaging - on an unknown date: results not provided. Ultrasound scan - on an unknown date: results not provided. X-ray - on an unknown date: results not provided. Lot number: a78091 manufacture date:2012-12 expiration date: 2015-12 . Lot number: b21580 manufacture date:2013-04 expiration date: 2016-04 . . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-dec-2018: events "neurological disorders" and "speech disorders" were added. Medical history updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-nov-2018. The most recent information was received on 07-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side'), heavy menstrual bleeding ('hemorrhagic menstruations') and urinary tract infection ('urinary tract infection') in a 45-year-old female patient who had essure (batch no. A78091, b21580) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "potential erosion of a weld on the device". The patient's medical history included parity 4. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), joint pain ("joint pain/ hip pain"), tendonitis ("problems on the left ankle, tendonitis"), joint swelling ("swollen inflamed knees"), arthritis ("swollen inflamed knees"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), shoulder pain ("shoulder pain"), pain in extremity ("stabbing pains in the limbs"), dyspareunia ("pain during intercourse"), paraesthesia of limbs ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue / susceptibility to fatigue"), memory impairment ("loss of words"), intellectual disability ("loss of intellectual dexterity"), amnesia ("loss of memory"), communication disorder ("difficulty communicating"), gait disturbance ("difficulty using the stairs, walking and working"), paraesthesia of fingers ("tingling in the fingers"), tinnitus ("tinnitus"), posture abnormal ("postures which became unbearable"), menstrual disorder ("menstrual cyles disturbances"), disturbance in attention ("loss of concentration"), nervous system disorder ("neurological disorders"), speech disorder ("speech disorders"), muscle disorder ("muscle disorder"), pelvic pain ("pain"), cognitive disorder ("cognitive ailments / cognitive impairment"), female reproductive tract disorder ("gynaecological ailments"), neuralgia ("neuropathic pain") and metal poisoning ("poisoning by metals"). The patient was treated with analgesics and surgery (total hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, heavy menstrual bleeding, urinary tract infection, joint pain, joint swelling, arthritis, ear pain, ear infection, eczema, migraine, eye pain, shoulder pain, pain in extremity, dyspareunia, paraesthesia of limbs, fatigue, memory impairment, intellectual disability, amnesia, communication disorder, gait disturbance, paraesthesia of fingers, tinnitus, menstrual disorder, disturbance in attention, nervous system disorder, speech disorder, muscle disorder, pelvic pain, cognitive disorder, female reproductive tract disorder, neuralgia and metal poisoning outcome was unknown and the tendonitis had not resolved. The reporter provided no causality assessment for abdominal pain lower, amnesia, arthritis, cognitive disorder, communication disorder, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, eye pain, fatigue, female reproductive tract disorder, gait disturbance, heavy menstrual bleeding, intellectual disability, joint pain, joint swelling, memory impairment, menstrual disorder, metal poisoning, migraine, muscle disorder, nervous system disorder, neuralgia, pain in extremity, paraesthesia of limbs, pelvic pain, posture abnormal, speech disorder, tendonitis, tinnitus, urinary tract infection, paraesthesia of fingers and shoulder pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Magnetic resonance imaging - on an unknown date: results not provided. Ultrasound scan - on an unknown date: results not provided. X-ray - on an unknown date: results not provided. Lot number: a78091, manufacture date:2012-12 , expiration date: 2015-12; lot number: b21580, manufacture date:2013-04 , expiration date: 2016-04. . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2021: a new reporter added (journalist) and a new adverse event received: poisoning by metals. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-nov-2018. The most recent information was received on 03-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side'), heavy menstrual bleeding ('hemorrhagic menstruations') and urinary tract infection ('urinary tract infection') in a 45-year-old female patient who had essure (batch no. A78091, b21580) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "potential erosion of a weld on the device". The patient's medical history included parity 4. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), joint pain ("joint pain/ hip pain"), tendonitis ("problems on the left ankle, tendonitis"), joint swelling ("swollen inflamed knees"), arthritis ("swollen inflamed knees"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), shoulder pain ("shoulder pain"), pain in extremity ("stabbing pains in the limbs"), dyspareunia ("pain during intercourse"), paraesthesia of limbs ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue / susceptibility to fatigue"), memory impairment ("loss of words"), intellectual disability ("loss of intellectual dexterity"), amnesia ("loss of memory"), communication disorder ("difficulty communicating"), gait disturbance ("difficulty using the stairs, walking and working"), paraesthesia of fingers ("tingling in the fingers"), tinnitus ("tinnitus"), posture abnormal ("postures which became unbearable"), menstrual disorder ("menstrual cyles disturbances"), disturbance in attention ("loss of concentration"), nervous system disorder ("neurological disorders"), speech disorder ("speech disorders"), muscle disorder ("muscle disorder"), pelvic pain ("pain"), cognitive disorder ("cognitive ailments / cognitive impairment"), female reproductive tract disorder ("gynaecological ailments") and neuralgia ("neuropathic pain"). The patient was treated with analgesics and surgery (total hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, heavy menstrual bleeding, urinary tract infection, joint pain, joint swelling, arthritis, ear pain, ear infection, eczema, migraine, eye pain, shoulder pain, pain in extremity, dyspareunia, paraesthesia of limbs, fatigue, memory impairment, intellectual disability, amnesia, communication disorder, gait disturbance, paraesthesia of fingers, tinnitus, menstrual disorder, disturbance in attention, nervous system disorder, speech disorder, muscle disorder, pelvic pain, cognitive disorder, female reproductive tract disorder and neuralgia outcome was unknown and the tendonitis had not resolved. The reporter provided no causality assessment for abdominal pain lower, amnesia, arthritis, cognitive disorder, communication disorder, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, eye pain, fatigue, female reproductive tract disorder, gait disturbance, heavy menstrual bleeding, intellectual disability, joint pain, joint swelling, memory impairment, menstrual disorder, migraine, muscle disorder, nervous system disorder, neuralgia, pain in extremity, paraesthesia of limbs, pelvic pain, posture abnormal, speech disorder, tendonitis, tinnitus, urinary tract infection, paraesthesia of fingers and shoulder pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Magnetic resonance imaging - on an unknown date: results not provided. Ultrasound scan - on an unknown date: results not provided. X-ray - on an unknown date: results not provided. Lot number: a78091; manufacture date:2012-12; expiration date: 2015-12. Lot number: b21580; manufacture date:2013-04; expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-jun-2021: no new clinical information provided, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-nov-2018. The most recent information was received on 05-jul-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side"), heavy menstrual bleeding ("hemorrhagic menstruations"), embedded device ("tin particles systematically penetrating tissue walls"), urinary tract infection ("urinary tract infection") and headache ("headache of disability intensity") in a 45 year-old female patient who had essure inserted (lot no. A78091, b21580). Additional non-serious events are detailed below. Other product or product use issues identified: device physical property issue ("potential erosion of a weld on the device") and device material issue ("tin particles"). The patient had a medical history of miscarriage, gravida ii and parity 4. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), urinary tract infection (seriousness criterion medically important), headache (seriousness criterion disability), inflammation ("inflammatory reactions"), arthritis ("swollen inflamed knees"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), arthralgia ("joint pain/ hip pain/ shoulder pain"), pain in extremity ("stabbing pains in the limbs"), dyspareunia ("pain during intercourse"), paraesthesia ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue / susceptibility to fatigue"), memory impairment ("loss of words"), intellectual disability ("loss of intellectual dexterity"), amnesia ("loss of memory / immediate memory loss"), communication disorder ("difficulty communicating"), gait disturbance ("difficulty using the stairs, walking and working"), tinnitus ("tinnitus"), posture abnormal ("postures which became unbearable"), menstrual disorder ("menstrual cyles disturbances"), disturbance in attention ("loss of concentration"), nervous system disorder ("neurological disorders"), speech disorder ("speech disorders"), muscle disorder ("muscle disorder"), pelvic pain ("pain / gynaecological pain"), cognitive disorder ("cognitive ailments / cognitive impairment"), female reproductive tract disorder ("gynaecological ailments"), neuralgia ("neuropathic pain"), metal poisoning ("poisoning by metals"), tendonitis ("problems on the left ankle, tendonitis"), joint swelling ("swollen inflamed knees"), alopecia ("hair loss"), blindness ("vision loss"), musculoskeletal disorder ("musculoskeletal disorder"), tooth loss ("tooth loss"), vertigo ("vertigo") and visual impairment ("vision disorder"). The patient was treated with analgesics as well as surgery (total hysterectomy (tubal and uterine removal) with essure removal and total hysterectomy with essure removal). At the time of the report, the cognitive disorder was resolving and the tendonitis had not resolved. The outcomes for abdominal pain lower, heavy menstrual bleeding, embedded device, urinary tract infection, headache, inflammation, arthritis, ear pain, ear infection, eczema, migraine, eye pain, arthralgia, pain in extremity, dyspareunia, paraesthesia, fatigue, memory impairment, intellectual disability, amnesia, communication disorder, gait disturbance, tinnitus, menstrual disorder, disturbance in attention, nervous system disorder, speech disorder, muscle disorder, pelvic pain, female reproductive tract disorder, neuralgia, metal poisoning, joint swelling, alopecia, blindness, musculoskeletal disorder, tooth loss, vertigo and visual impairment were unknown. The reporter considered abdominal pain lower, alopecia, amnesia, arthralgia, arthritis, blindness, cognitive disorder, communication disorder, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, embedded device, eye pain, fatigue, female reproductive tract disorder, gait disturbance, headache, heavy menstrual bleeding, inflammation, intellectual disability, joint swelling, memory impairment, menstrual disorder, metal poisoning, migraine, muscle disorder, musculoskeletal disorder, nervous system disorder, neuralgia, pain in extremity, paraesthesia, pelvic pain, posture abnormal, speech disorder, tendonitis, tinnitus, tooth loss, urinary tract infection, vertigo and visual impairment to be related to essure administration. The reporter commented: local media (france3-regions): a total of 113 deputies including 14 elected have addressed a letter to the minister of health to alert him about essure contraceptive implants. They denounce an emergency and demand specific measures. Report also received via other local press publications. Follow-up on (B)(6) 2022 reported on (B)(6) 2020 conclusion examination: discrete hyperosteoblastic focus on the iliac side of the left sacroiliac corresponding to the small bone edema visualized on MRI. Moderate, non-inflammatory hyperosteoblastic enhancement of the right shoulder consistent with minimal capsulitis. No scintigraphic signs in favor of a flaring rheumatic process. On (B)(6) 2021: MRI facial - indication history of recurrent bilateral parotitis. Appearance of skin inflammation of the left cheek and auricle. No parotid lithiasis on CT scan. Conclusion: inflammation of the left external acoustic meatus consistent with otitis externa. No significant parotid abnormality. On (B)(6) 2021 cervical CT (soft tissue), conclusion: left parotitis associated with a left auricular perichondritis appearance of reactionary. No vascular thrombosis or underlying collection. No argument for a lithiasis cause. On (B)(6) 2021: visit painful joint symptomatology, in conjunction with asthenia, cognitive impairment that has partially improved, more diffuse muscle pain symptomatology. The asthenia is very intense. As you know, there is some doubt as to whether the essure implants were responsible for this symptomatology, especially since it has been described in many patients who had this device. Treatment: humira. Screening metals ((B)(6) 2021) tellurium, gadolinium, tin, mercury, iron, lead, manganese, gallium, chrome, arsenic analyses dated (B)(6) 2020: positive for nickel. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Magnetic resonance imaging] (date unknown): results not provided [ultrasound scan] (date unknown): results not provided [x-ray] (date unknown): results not provided lot number: a78091, manufacture date: 2012-12 and expiration date: 2015-12. Lot number: b21580, manufacture date: 2013-04 and expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-jul-2022: the follow information were updated consumer's reporter, lawyer's reporter, patient's informarion, outcome cognitive impairment updated from unknown to recovering/resolving, imdrf updated. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-nov-2018. The most recent information was received on 08-jul-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side"), heavy menstrual bleeding ("hemorrhagic menstruations"), embedded device ("tin particles systematically penetrating tissue walls"), urinary tract infection ("urinary tract infection") and headache ("headache of disability intensity") in a 45 year-old female patient who had essure inserted (lot no. A78091, b21580). Additional non-serious events are detailed below. Other product or product use issues identified: device physical property issue ("potential erosion of a weld on the device") and device material issue ("tin particles"). The patient had a medical history of miscarriage, gravida ii and parity 4. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), urinary tract infection (seriousness criterion medically important), headache (seriousness criterion disability), inflammation ("inflammatory reactions"), arthritis ("swollen inflamed knees"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), arthralgia ("joint pain/ hip pain/ shoulder pain"), pain in extremity ("stabbing pains in the limbs"), dyspareunia ("pain during intercourse"), paraesthesia ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue / susceptibility to fatigue"), memory impairment ("loss of words"), intellectual disability ("loss of intellectual dexterity"), amnesia ("loss of memory / immediate memory loss"), communication disorder ("difficulty communicating"), gait disturbance ("difficulty using the stairs, walking and working"), tinnitus ("tinnitus"), posture abnormal ("postures which became unbearable"), menstrual disorder ("menstrual cyles disturbances"), disturbance in attention ("loss of concentration"), nervous system disorder ("neurological disorders"), speech disorder ("speech disorders"), muscle disorder ("muscle disorder"), pelvic pain ("pain / gynaecological pain"), cognitive disorder ("cognitive ailments / cognitive impairment"), female reproductive tract disorder ("gynaecological ailments"), neuralgia ("neuropathic pain"), metal poisoning ("poisoning by metals"), tendonitis ("problems on the left ankle, tendonitis"), joint swelling ("swollen inflamed knees"), alopecia ("hair loss"), blindness ("vision loss"), musculoskeletal disorder ("musculoskeletal disorder"), tooth loss ("tooth loss"), vertigo ("vertigo") and visual impairment ("vision disorder"). The patient was treated with analgesics as well as surgery (total hysterectomy (tubal and uterine removal) with essure removal and total hysterectomy with essure removal). At the time of the report, the cognitive disorder was resolving and the tendonitis had not resolved. The outcomes for abdominal pain lower, heavy menstrual bleeding, embedded device, urinary tract infection, headache, inflammation, arthritis, ear pain, ear infection, eczema, migraine, eye pain, arthralgia, pain in extremity, dyspareunia, paraesthesia, fatigue, memory impairment, intellectual disability, amnesia, communication disorder, gait disturbance, tinnitus, menstrual disorder, disturbance in attention, nervous system disorder, speech disorder, muscle disorder, pelvic pain, female reproductive tract disorder, neuralgia, metal poisoning, joint swelling, alopecia, blindness, musculoskeletal disorder, tooth loss, vertigo and visual impairment were unknown. The reporter considered abdominal pain lower, alopecia, amnesia, arthralgia, arthritis, blindness, cognitive disorder, communication disorder, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, embedded device, eye pain, fatigue, female reproductive tract disorder, gait disturbance, headache, heavy menstrual bleeding, inflammation, intellectual disability, joint swelling, memory impairment, menstrual disorder, metal poisoning, migraine, muscle disorder, musculoskeletal disorder, nervous system disorder, neuralgia, pain in extremity, paraesthesia, pelvic pain, posture abnormal, speech disorder, tendonitis, tinnitus, tooth loss, urinary tract infection, vertigo and visual impairment to be related to essure administration. The reporter commented: local media: a total of 113 deputies including 14 elected have addressed a letter to alert about essure contraceptive implants. They denounce an emergency and demand specific measures. Report also received via other local press publications. Follow-up on (B)(6) 2022 reported on (B)(6) 2020 conclusion examination: discrete hyperosteoblastic focus on the iliac side of the left sacroiliac corresponding to the small bone edema visualized on MRI. Moderate, non-inflammatory hyperosteoblastic enhancement of the right shoulder consistent with minimal capsulitis. No scintigraphic signs in favor of a flaring rheumatic process. On (B)(6) 2021: MRI facial - indication history of recurrent bilateral parotitis. Appearance of skin inflammation of the left cheek and auricle. No parotid lithiasis on CT scan. Conclusion: inflammation of the left external acoustic meatus consistent with otitis externa. No significant parotid abnormality. On (B)(6) 2021 cervical CT (soft tissue), conclusion: left parotitis associated with a left auricular perichondritis appearance of reactionary. No vascular thrombosis or underlying collection. No argument for a lithiasis cause. On (B)(6) 2021: visit painful joint symptomatology, in conjunction with asthenia, cognitive impairment that has partially improved, more diffuse muscle pain symptomatology. The asthenia is very intense. As you know, there is some doubt as to whether the essure implants were responsible for this symptomatology, especially since it has been described in many patients who had this device. Treatment: humira. Screening metals ((B)(6) 2021)tellurium, gadolinium, tin, mercury, iron, lead, manganese, gallium, chrome, arsenic analyses dated (B)(6) 2020: positive for nickel. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Magnetic resonance imaging] (date unknown): results not provided [ultrasound scan] (date unknown): results not provided [x-ray] (date unknown): results not provided lot number: a78091, manufacture date: 2012-12 and expiration date: 2015-12. Lot number: b21580, manufacture date: 2013-04 and expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-jul-2022: quality safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-nov-2018. The most recent information was received on 15-nov-2022. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side'), heavy menstrual bleeding ('hemorrhagic menstruations'), embedded device ('tin particles systematically penetrating tissue walls'), urinary tract infection ('urinary tract infection / urinary infections') and headache ('headache of disability intensity') in a 45-year-old female patient who had essure (batch no. A78091, b21580) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "potential erosion of a weld on the device" (seriousness criterion intervention required) and device material issue "tin particles". The patient's medical history included parity 4, gravida ii, miscarriage, asthma, eczema, allergy, insomnia, paresthesia and otitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), urinary tract infection (seriousness criterion medically significant), headache (seriousness criterion disability), inflammation ("inflammatory reactions"), arthritis ("swollen inflamed knees"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), arthralgia ("joint pain/ hip pain/ shoulder pain"), pain in extremity ("stabbing pains in the limbs"), dyspareunia ("pain during intercourse / dyspareunia"), paraesthesia ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue / susceptibility to fatigue"), memory impairment ("loss of words"), intellectual disability ("loss of intellectual dexterity"), amnesia ("loss of memory / immediate memory loss"), communication disorder ("difficulty communicating"), gait disturbance ("difficulty using the stairs, walking and working"), tinnitus ("tinnitus"), posture abnormal ("postures which became unbearable"), menstrual disorder ("menstrual cyles disturbances"), disturbance in attention ("loss of concentration"), nervous system disorder ("neurological disorders"), speech disorder ("speech disorders"), muscle disorder ("muscle disorder"), pelvic pain ("pain / gynaecological pain"), cognitive disorder ("cognitive ailments / cognitive impairment / cognitive disorders"), female reproductive tract disorder ("gynaecological ailments"), neuralgia ("neuropathic pain"), metal poisoning ("poisoning by metals"), tendonitis ("problems on the left ankle, tendonitis"), joint swelling ("swollen inflamed knees"), alopecia ("hair loss"), blindness ("vision loss"), musculoskeletal disorder ("musculoskeletal disorder"), tooth loss ("tooth loss"), vertigo ("vertigo"), visual impairment ("vision disorder"), insomnia ("insomnia"), hyperhidrosis ("profuse sweating"), constipation ("constipation"), allergy to metals ("allergy to nickel"), endometriosis ("endometriosis") and psoriasis ("psoriasis"). The patient was treated with analgesics and surgery (total hysterectomy (tubal and uterine removal) with essure removal and total hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, heavy menstrual bleeding, embedded device, urinary tract infection, headache, inflammation, arthritis, ear pain, ear infection, eczema, migraine, eye pain, arthralgia, pain in extremity, dyspareunia, paraesthesia, fatigue, memory impairment, intellectual disability, amnesia, communication disorder, gait disturbance, tinnitus, menstrual disorder, disturbance in attention, nervous system disorder, speech disorder, muscle disorder, pelvic pain, female reproductive tract disorder, neuralgia, metal poisoning, joint swelling, alopecia, blindness, musculoskeletal disorder, tooth loss, vertigo, visual impairment and psoriasis outcome was unknown, the cognitive disorder was resolving and the tendonitis had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, arthritis, blindness, cognitive disorder, communication disorder, constipation, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, embedded device, endometriosis, eye pain, fatigue, female reproductive tract disorder, gait disturbance, headache, heavy menstrual bleeding, hyperhidrosis, inflammation, insomnia, intellectual disability, joint swelling, memory impairment, menstrual disorder, metal poisoning, migraine, muscle disorder, musculoskeletal disorder, nervous system disorder, neuralgia, pain in extremity, paraesthesia, pelvic pain, posture abnormal, psoriasis, speech disorder, tendonitis, tinnitus, tooth loss, urinary tract infection, vertigo and visual impairment to be related to essure. The reporter commented: local media: a total of 113 deputies including 14 elected have addressed a letter to alert about essure contraceptive implants. They denounce an emergency and demand specific measures. Report also received via other local press publications. Follow-up on (B)(6) 2022 reported on 12-oct-2020 conclusion examination: discrete hyperosteoblastic focus on the iliac side of the left sacroiliac corresponding to the small bone edema visualized on MRI. Moderate, non-inflammatory hyperosteoblastic enhancement of the right shoulder consistent with minimal capsulitis. No scintigraphic signs in favor of a flaring rheumatic process. On (B)(6) 2021: MRI facial - indication history of recurrent bilateral parotitis. Appearance of skin inflammation of the left cheek and auricle. No parotid lithiasis on CT scan. Conclusion: inflammation of the left external acoustic meatus consistent with otitis externa. No significant parotid abnormality. On (B)(6) 2021 cervical CT (soft tissue), conclusion: left parotitis associated with a left auricular perichondritis appearance of reactionary. No vascular thrombosis or underlying collection. No argument for a lithiasis cause. On (B)(6) 2021: visit painful joint symptomatology, in conjunction with asthenia, cognitive impairment that has partially improved, more diffuse muscle pain symptomatology. The asthenia is very intense. As you know, there is some doubt as to whether the essure implants were responsible for this symptomatology, especially since it has been described in many patients who had this device. Treatment: humira. Screening metals ((B)(6) 2021) tellurium, gadolinium, tin, mercury, iron, lead, manganese, gallium, chrome, arsenic analyses dated (B)(6) 2020: positive for nickel. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Magnetic resonance imaging - on an unknown date: results not provided. Ultrasound scan - on an unknown date: results not provided. X-ray - on an unknown date: results not provided. Lot number: a78091, manufacture date: 2012-12, and expiration date: 2015-12. Lot number: b21580, manufacture date: 2013-04, and expiration date: 2016-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2022: events- insomnia , profuse sweating , constipation, allergy to nickel, endometriosis, psoriasis added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: r1819969b)(4) on 29-nov-2018. The most recent information was received on 03-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side"), menometrorrhagia ("hemorrhagic menstruations/ random periods"), embedded device ("tin particles systematically penetrating tissue walls") and headache ("headache of disabling intensity") in a 45 year-old female patient who had essure inserted (lot no. A78091, b21580). Additional non-serious events are detailed below. Product or product use issues identified: device material corroded ("potential erosion of a weld on the device, corrosion of the device, tin particles"). The patient had a medical history of otitis (recurrent), paresthesia, insomnia, allergy, eczema, asthma, miscarriage, multigravida (10) and parity 4 (4). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced abdominal pain lower (seriousness criteria disability and intervention required), menometrorrhagia (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), headache (seriousness criterion disability), allergy to metals ("allergy to nickel"), pelvic pain ("pain / gynaecological pain"), dyspareunia ("pain during intercourse / dyspareunia"), gait disturbance ("difficulty using the stairs, walking and working/ difficulty moving"), urinary tract infection ("urinary tract infection / urinary infections"), inflammation ("inflammatory reactions"), musculoskeletal pain ("musculoskeletal pain"), tendonitis ("problems on the left ankle, tendonitis"), arthritis ("swollen inflamed knees"), arthralgia ("joint pain/ hip pain/ shoulder pain"), neuralgia ("neuropathic pain"), joint swelling ("swollen inflamed knees"), pain in extremity ("stabbing pains in the limbs"), paraesthesia ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue / susceptibility to fatigue"), tinnitus ("tinnitus"), vertigo ("vertigo"), deafness ("deafness"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), blindness ("vision loss"), alopecia ("hair loss"), tooth loss ("tooth loss"), psoriasis ("psoriasis"), hyperhidrosis ("profuse sweating"), posture abnormal ("postures which became unbearable"), insomnia ("insomnia"), memory impairment ("loss of words"), amnesia ("loss of memory / immediate memory loss"), intellectual disability ("loss of intellectual dexterity"), communication disorder ("difficulty communicating"), disturbance in attention ("loss of concentration"), alexithymia ("difficulty expressing self"), metal poisoning ("poisoning by metals"), constipation ("constipation"), endometriosis ("endometriosis"), haemorrhoids thrombosed ("haemorrhoids thrombosed"), palpitations ("palpitations"), autoimmune disorder ("autoimmune disease") and general physical health deterioration ("general poor health") and was found to have neoplasm malignant ("cancer") and leukaemia ("leukaemia"). The patient was treated with analgesics as well as surgery (total hysterosalpingectomy with essure removal). At the time of the report, the tendonitis had not resolved. The outcomes for abdominal pain lower, menometrorrhagia, embedded device, headache, pelvic pain, dyspareunia, gait disturbance, urinary tract infection, inflammation, arthritis, arthralgia, neuralgia, joint swelling, pain in extremity, paraesthesia, fatigue, tinnitus, vertigo, ear pain, ear infection, eczema, migraine, eye pain, blindness, alopecia, tooth loss, psoriasis, memory impairment, amnesia, intellectual disability, communication disorder, disturbance in attention and metal poisoning were unknown. The reporter considered abdominal pain lower, alexithymia, allergy to metals, alopecia, amnesia, arthralgia, arthritis, autoimmune disorder, blindness, communication disorder, constipation, deafness, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, embedded device, endometriosis, eye pain, fatigue, gait disturbance, general physical health deterioration, haemorrhoids thrombosed, headache, hyperhidrosis, inflammation, insomnia, intellectual disability, joint swelling, leukaemia, memory impairment, menometrorrhagia, metal poisoning, migraine, musculoskeletal pain, neoplasm malignant, neuralgia, pain in extremity, palpitations, paraesthesia, pelvic pain, posture abnormal, psoriasis, tendonitis, tinnitus, tooth loss, urinary tract infection and vertigo to be related to essure administration. The reporter commented: local media: a total of 113 deputies including 14 elected have addressed a letter to alert about essure contraceptive implants. They denounce an emergency and demand specific measures. Report also received via other local press publications. Follow-up on (B)(6) 2022 reported on (B)(6) 2020 conclusion examination: discrete hyperosteoblastic focus on the iliac side of the left sacroiliac corresponding to the small bone edema visualized on MRI. Moderate, non-inflammatory hyperosteoblastic enhancement of the right shoulder consistent with minimal capsulitis. No scintigraphic signs in favor of a flaring rheumatic process. On (B)(6) 2021: visit painful joint symptomatology, in conjunction with asthenia, cognitive impairment that has partially improved, more diffuse muscle pain symptomatology. The asthenia is very intense. As you know, there is some doubt as to whether the essure implants were responsible for this symptomatology, especially since it has been described in many patients who had this device. Treatment: humira. Screening metals ((B)(6) 2021) tellurium, gadolinium, tin, mercury, iron, lead, manganese, gallium, chrome, arsenic analyses dated (B)(6) 2020: positive for nickel. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Computerised tomogram] on (B)(6) 2021: cervical CT (soft tissue), conclusion: left parotitis associated with a left auricular perichondritis appearance of reactionary. No vascular thrombosis or underlying collection. No argument for a lithiasis cause [magnetic resonance imaging] on (B)(6) 2021: MRI facial - indication history of recurrent bilateral parotitis. Appearance of skin inflammation of the left cheek and auricle. No parotid lithiasis on CT scan. Conclusion: inflammation of the left external acoustic meatus consistent with otitis externa. No significant parotid abnormality [ultrasound scan] on (B)(6) 2021: results not provided [x-ray] on (B)(6) 2021: results not provided. Lot number: a78091, manufacture date: 2012-12 and expiration date: 2015-12. Lot number: b21580, manufacture date: 2013-04 and expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-apr-2023: quality-safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-nov-2018. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side'), menorrhagia ('hemorrhagic menstruations') and urinary tract infection ('urinary tract infection') in a 45-year-old female patient who had essure (batch no. A78091, b21580) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "potential erosion of a weld on the device". The patient's medical history included parity 4. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), arthralgia ("joint pain/ hip pain"), tendonitis ("problems on the left ankle, tendonitis"), joint swelling ("swollen inflamed knees"), arthritis ("swollen inflamed knees"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), musculoskeletal pain ("shoulder pain"), pain in extremity ("stabbing pains in the limbs"), dyspareunia ("pain during intercourse"), paraesthesia of limbs ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue"), memory impairment ("loss of words"), intellectual disability ("loss of intellectual dexterity"), amnesia ("loss of memory"), communication disorder ("difficulty communicating"), gait disturbance ("difficulty using the stairs, walking and working"), paraesthesia of fingers ("tingling in the fingers"), tinnitus ("tinnitus"), posture abnormal ("postures which became unbearable"), menstrual disorder ("menstrual cyles disturbances"), disturbance in attention ("loss of concentration"), nervous system disorder ("neurological disorders"), speech disorder ("speech disorders"), muscle disorder ("muscle disorder"), pelvic pain ("pain"), cognitive disorder ("cognitive ailments") and female reproductive tract disorder ("gynaecological ailments"). The patient was treated with analgesics and surgery (total hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, urinary tract infection, arthralgia, joint swelling, arthritis, ear pain, ear infection, eczema, migraine, eye pain, musculoskeletal pain, pain in extremity, dyspareunia, paraesthesia of limbs, fatigue, memory impairment, intellectual disability, amnesia, communication disorder, gait disturbance, paraesthesia of fingers, tinnitus, menstrual disorder, disturbance in attention, nervous system disorder, speech disorder, muscle disorder, pelvic pain, cognitive disorder and female reproductive tract disorder outcome was unknown and the tendonitis had not resolved. The reporter provided no causality assessment for abdominal pain lower, amnesia, arthralgia, arthritis, cognitive disorder, communication disorder, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, eye pain, fatigue, female reproductive tract disorder, gait disturbance, intellectual disability, joint swelling, memory impairment, menorrhagia, menstrual disorder, migraine, muscle disorder, musculoskeletal pain, nervous system disorder, pain in extremity, paraesthesia of limbs, pelvic pain, posture abnormal, speech disorder, tendonitis, tinnitus, urinary tract infection and paraesthesia of fingers with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Magnetic resonance imaging - on an unknown date: results not provided. Ultrasound scan - on an unknown date: results not provided. X-ray - on an unknown date: results not provided. Lot number: a78091 manufacture date:2012-12 expiration date: 2015-12. Lot number: b21580 manufacture date:2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-nov-2018. The most recent information was received on 21-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side"), menometrorrhagia ("hemorrhagic menstruations/ random periods"), embedded device ("tin particles systematically penetrating tissue walls") and headache ("headache of disabling intensity") in a 45 year-old female patient who had essure inserted (lot no. A78091, b21580). Additional non-serious events are detailed below. Product or product use issues identified: device material corroded ("potential erosion of a weld on the device, corrosion of the device, tin particles"). The patient had a medical history of otitis (recurrent), paresthesia, insomnia, allergy, eczema, asthma, miscarriage, multigravida (10) and parity 4 (4). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced abdominal pain lower (seriousness criteria disability and intervention required), menometrorrhagia (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), allergy to metals ("allergy to nickel"), pelvic pain ("pain / gynaecological pain"), dyspareunia ("pain during intercourse / dyspareunia"), headache (seriousness criterion disability), gait disturbance ("difficulty using the stairs, walking and working/ difficulty moving"), urinary tract infection ("urinary tract infection / urinary infections"), inflammation ("inflammatory reactions"), musculoskeletal pain ("musculoskeletal pain"), tendonitis ("problems on the left ankle, tendonitis"), arthritis ("swollen inflamed knees"), arthralgia ("joint pain/ hip pain/ shoulder pain"), neuralgia ("neuropathic pain"), joint swelling ("swollen inflamed knees"), pain in extremity ("stabbing pains in the limbs"), paraesthesia ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue / susceptibility to fatigue"), tinnitus ("tinnitus"), vertigo ("vertigo"), deafness ("deafness"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), blindness ("vision loss"), alopecia ("hair loss"), tooth loss ("tooth loss"), psoriasis ("psoriasis"), hyperhidrosis ("profuse sweating"), posture abnormal ("postures which became unbearable"), insomnia ("insomnia"), memory impairment ("loss of words"), amnesia ("loss of memory / immediate memory loss"), intellectual disability ("loss of intellectual dexterity"), communication disorder ("difficulty communicating"), disturbance in attention ("loss of concentration"), alexithymia ("difficulty expressing self"), metal poisoning ("poisoning by metals"), constipation ("constipation"), endometriosis ("endometriosis"), haemorrhoids thrombosed ("haemorrhoids thrombosed"), palpitations ("palpitations"), autoimmune disorder ("autoimmune disease") and general physical health deterioration ("general poor health") and was found to have neoplasm malignant ("cancer") and leukaemia ("leukaemia"). The patient was treated with analgesics as well as surgery (total hysterosalpingectomy with essure removal). At the time of the report, the tendonitis had not resolved. The outcomes for abdominal pain lower, menometrorrhagia, embedded device, pelvic pain, dyspareunia, headache, gait disturbance, urinary tract infection, inflammation, arthritis, arthralgia, neuralgia, joint swelling, pain in extremity, paraesthesia, fatigue, tinnitus, vertigo, ear pain, ear infection, eczema, migraine, eye pain, blindness, alopecia, tooth loss, psoriasis, memory impairment, amnesia, intellectual disability, communication disorder, disturbance in attention and metal poisoning were unknown. The reporter considered abdominal pain lower, alexithymia, allergy to metals, alopecia, amnesia, arthralgia, arthritis, autoimmune disorder, blindness, communication disorder, constipation, deafness, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, embedded device, endometriosis, eye pain, fatigue, gait disturbance, general physical health deterioration, haemorrhoids thrombosed, headache, hyperhidrosis, inflammation, insomnia, intellectual disability, joint swelling, leukaemia, memory impairment, menometrorrhagia, metal poisoning, migraine, musculoskeletal pain, neoplasm malignant, neuralgia, pain in extremity, palpitations, paraesthesia, pelvic pain, posture abnormal, psoriasis, tendonitis, tinnitus, tooth loss, urinary tract infection and vertigo to be related to essure administration. The reporter commented: local media: a total of 113 deputies including 14 elected have addressed a letter to alert about essure contraceptive implants. They denounce an emergency and demand specific measures. Report also received via other local press publications. Follow-up on 05-jul-2022 reported on (B)(6) 2020 conclusion examination: discrete hyperosteoblastic focus on the iliac side of the left sacroiliac corresponding to the small bone edema visualized on MRI. Moderate, non-inflammatory hyperosteoblastic enhancement of the right shoulder consistent with minimal capsulitis. No scintigraphic signs in favor of a flaring rheumatic process. On (B)(6) 2021: visit painful joint symptomatology, in conjunction with asthenia, cognitive impairment that has partially improved, more diffuse muscle pain symptomatology. The asthenia is very intense. As you know, there is some doubt as to whether the essure implants were responsible for this symptomatology, especially since it has been described in many patients who had this device. Treatment: humira. Screening metals ((B)(6) 2021) tellurium, gadolinium, tin, mercury, iron, lead, manganese, gallium, chrome, arsenic analyses dated (B)(6) 2020: positive for nickel. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Computerised tomogram] on (B)(6) 2021: cervical CT (soft tissue), conclusion: left parotitis associated with a left auricular perichondritis appearance of reactionary. No vascular thrombosis or underlying collection. No argument for a lithiasis cause [magnetic resonance imaging] on (B)(6) 2021: MRI facial - indication history of recurrent bilateral parotitis. Appearance of skin inflammation of the left cheek and auricle. No parotid lithiasis on CT scan. Conclusion: inflammation of the left external acoustic meatus consistent with otitis externa. No significant parotid abnormality [ultrasound scan] on (B)(6) 2021: results not provided [x-ray] on (B)(6) 2021: results not provided lot number: a78091; manufacture date:2012-12; expiration date: 2015-12. Lot number: b21580; manufacture date:2013-04; expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-mar-2023: upon receipt of follow up information this report was detected to be a duplicate to records # (B)(4) (medwatch 3500a MFR number 2951250-2022-01525), (B)(4) (medwatch 3500a MFR number 2951250-2022-01229), (B)(4) which will be deleted in bayer safety database after all informatrion was transferred to this record (B)(4) which will be retained: new: new reporters added from local press. New events added: deafness,haemorrhoids thrombosed, menstruation irregular, palpitations, neoplasm malignant, leukaemia, autoimmune disorder, general physical health deterioration, alexithymia, musculoskeletal pain. Event device material issue merged / replaced device physical property issue.the unspecific events neurological disorder, speech disorder, muscle disorder, musculoskeletal disorder, gynecological ailments, cognitive disorders, and vision disorders were deleted since specific events were explicitly reported. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-nov-2018. The most recent information was received on 06-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side'), menorrhagia ('hemorrhagic menstruations') and urinary tract infection ('urinary tract infection') in a 45-year-old female patient who had essure (batch no. A78091 / b21580) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "potential erosion of a weld on the device". The patient's medical history included parity 4. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), arthralgia ("joint pain/ hip pain"), tendonitis ("problems on the left ankle, tendonitis"), joint swelling ("swollen inflamed knees"), arthritis ("swollen inflamed knees"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), musculoskeletal pain ("shoulder pain"), pain in extremity ("stabbing pains in the limbs"), dyspareunia ("pain during intercourse"), paraesthesia of limbs ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue"), memory impairment ("loss of words"), intellectual disability ("loss of intellectual dexterity"), amnesia ("loss of memory"), communication disorder ("difficulty communicating"), gait disturbance ("difficulty using the stairs, walking and working"), paraesthesia of fingers ("tingling in the fingers"), tinnitus ("tinnitus"), posture abnormal ("postures which became unbearable"), menstrual disorder ("menstrual cyles disturbances"), disturbance in attention ("loss of concentration"), nervous system disorder ("neurological disorders"), speech disorder ("speech disorders"), muscle disorder ("muscle disorder"), pelvic pain ("pain"), cognitive disorder ("cognitive ailments") and female reproductive tract disorder ("gynaecological ailments"). The patient was treated with analgesics and surgery (total hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, urinary tract infection, arthralgia, joint swelling, arthritis, ear pain, ear infection, eczema, migraine, eye pain, musculoskeletal pain, pain in extremity, dyspareunia, paraesthesia of limbs, fatigue, memory impairment, intellectual disability, amnesia, communication disorder, gait disturbance, paraesthesia of fingers, tinnitus, menstrual disorder, disturbance in attention, nervous system disorder, speech disorder, muscle disorder, pelvic pain, cognitive disorder and female reproductive tract disorder outcome was unknown and the tendonitis had not resolved. The reporter provided no causality assessment for abdominal pain lower, amnesia, arthralgia, arthritis, cognitive disorder, communication disorder, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, eye pain, fatigue, female reproductive tract disorder, gait disturbance, intellectual disability, joint swelling, memory impairment, menorrhagia, menstrual disorder, migraine, muscle disorder, musculoskeletal pain, nervous system disorder, pain in extremity, paraesthesia of limbs, pelvic pain, posture abnormal, speech disorder, tendonitis, tinnitus, urinary tract infection and paraesthesia of fingers with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Magnetic resonance imaging - on an unknown date: results not provided. Ultrasound scan - on an unknown date: results not provided. X-ray - on an unknown date: results not provided. Lot number: a78091. Manufacture date:2012-12. Expiration date: 2015-12. Lot number: b21580. Manufacture date:2013-04. Expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record (B)(4) (medwatch 3500a MFR number 2951250-2020-02428) which will be deleted from bayer safety database after all information was transferred to this case # (B)(4) which will be retained. No new information was reported via local newspaper no new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side'), menorrhagia ('hemorrhagic menstruations') and urinary tract infection ('urinary tract infection') in a 45-year-old female patient who had essure (batch no. A78091 / b21580) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "potential erosion of a weld on the device". The patient's medical history included parity 4. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), arthralgia ("joint pain/ hip pain"), tendonitis ("problems on the left ankle, tendonitis"), joint swelling ("swollen inflamed knees"), arthritis ("swollen inflamed knees"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), musculoskeletal pain ("shoulder pain"), pain in extremity ("stabbing pains in the limbs"), dyspareunia ("pain during intercourse"), paraesthesia of limbs ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue"), memory impairment ("loss of words"), intellectual disability ("loss of intellectual dexterity"), amnesia ("loss of memory"), communication disorder ("difficulty communicating"), gait disturbance ("difficulty using the stairs, walking and working"), paraesthesia of fingers ("tingling in the fingers"), tinnitus ("tinnitus"), posture abnormal ("postures which became unbearable"), menstrual disorder ("menstrual cyles disturbances"), disturbance in attention ("loss of concentration"), nervous system disorder ("neurological disorders"), speech disorder ("speech disorders"), muscle disorder ("muscle disorder"), pelvic pain ("pain"), cognitive disorder ("cognitive ailments") and female reproductive tract disorder ("gynaecological ailments"). The patient was treated with analgesics and surgery (total hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, urinary tract infection, arthralgia, joint swelling, arthritis, ear pain, ear infection, eczema, migraine, eye pain, musculoskeletal pain, pain in extremity, dyspareunia, paraesthesia of limbs, fatigue, memory impairment, intellectual disability, amnesia, communication disorder, gait disturbance, paraesthesia of fingers, tinnitus, menstrual disorder, disturbance in attention, nervous system disorder, speech disorder, muscle disorder, pelvic pain, cognitive disorder and female reproductive tract disorder outcome was unknown and the tendonitis had not resolved. The reporter provided no causality assessment for abdominal pain lower, amnesia, arthralgia, arthritis, cognitive disorder, communication disorder, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, eye pain, fatigue, female reproductive tract disorder, gait disturbance, intellectual disability, joint swelling, memory impairment, menorrhagia, menstrual disorder, migraine, muscle disorder, musculoskeletal pain, nervous system disorder, pain in extremity, paraesthesia of limbs, pelvic pain, posture abnormal, speech disorder, tendonitis, tinnitus, urinary tract infection and paraesthesia of fingers with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Magnetic resonance imaging - on an unknown date: results not provided. Ultrasound scan - on an unknown date: results not provided. X-ray - on an unknown date: results not provided. Lot number: a78091 manufacture date:2012-12 expiration date: 2015-12 . Lot number: b21580 manufacture date:2013-04 expiration date: 2016-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: no new information. Amendment: the report was also amended for the following reason: this report was detected to be a duplicate to records ' fr-bayer-2020-022234 (medwatch 3500a MFR number 2951250-2020-01096), fr-bayer-2020-027237, fr-bayer- which all three will be deleted from bayer safety database after all information was transferred to this (B)(4) which will be retained. New: reporters from newspapers and radio added. New events added: cognitive disorder, device physical property issue, muscle disorder and pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 29-nov-2018. The most recent information was received on 25-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) with additional information received through social media and describes the occurrence of abdominal pain lower ("stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side"), menometrorrhagia ("hemorrhagic menstruations/ random periods"), embedded device ("tin particles systematically penetrating tissue walls") and headache ("headache of disabling intensity") in a 45 year-old female patient who had essure inserted (lot no. A78091, b21580). Additional non-serious events are detailed below. Product or product use issues identified: device material corroded ("potential erosion of a weld on the device, corrosion of the device, tin particles"). The patient had a medical history of otitis (recurrent), paresthesia, insomnia, allergy, eczema, asthma, miscarriage, multigravida (10) and parity 4 (4). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced abdominal pain lower (seriousness criteria disability and intervention required), menometrorrhagia (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), headache (seriousness criterion disability), allergy to metals ("allergy to nickel"), pelvic pain ("pain / gynaecological pain"), dyspareunia ("pain during intercourse / dyspareunia"), gait disturbance ("difficulty using the stairs, walking and working/ difficulty moving"), urinary tract infection ("urinary tract infection / urinary infections"), inflammation ("inflammatory reactions"), musculoskeletal pain ("musculoskeletal pain"), tendonitis ("problems on the left ankle, tendonitis"), arthritis ("swollen inflamed knees"), arthralgia ("joint pain/ hip pain/ shoulder pain"), neuralgia ("neuropathic pain"), joint swelling ("swollen inflamed knees"), pain in extremity ("stabbing pains in the limbs"), paraesthesia ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue / susceptibility to fatigue"), tinnitus ("tinnitus"), vertigo ("vertigo"), deafness ("deafness"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), blindness ("vision loss"), alopecia ("hair loss"), tooth loss ("tooth loss"), psoriasis ("psoriasis"), hyperhidrosis ("profuse sweating"), posture abnormal ("postures which became unbearable"), insomnia ("insomnia"), memory impairment ("loss of words"), amnesia ("loss of memory / immediate memory loss"), intellectual disability ("loss of intellectual dexterity"), communication disorder ("difficulty communicating"), disturbance in attention ("loss of concentration"), alexithymia ("difficulty expressing self"), constipation ("constipation"), endometriosis ("endometriosis"), haemorrhoids thrombosed ("haemorrhoids thrombosed"), palpitations ("palpitations"), autoimmune disorder ("autoimmune disease"), general physical health deterioration ("general poor health"), abdominal pain ("abdominal pain"), eye disorder ("eye disorder"), skin disorder ("dermatological disorder"), nausea ("nausea"), arrhythmia ("heart rhythm disorders"), asthenia ("asthenia"), ear, nose and throat disorder ("ent disorders") and metal poisoning ("she experienced symptoms consistent with tin poisoning, following the insertion of essure") and was found to have neoplasm malignant ("cancer") and leukaemia ("leukaemia"). The patient was treated with analgesics as well as surgery (total hysterosalpingectomy with essure removal). At the time of the report, the tendonitis had not resolved. The outcomes for abdominal pain lower, menometrorrhagia, embedded device, headache, pelvic pain, dyspareunia, gait disturbance, urinary tract infection, inflammation, arthritis, arthralgia, neuralgia, joint swelling, pain in extremity, paraesthesia, fatigue, tinnitus, vertigo, ear pain, ear infection, eczema, migraine, eye pain, blindness, alopecia, tooth loss, psoriasis, memory impairment, amnesia, intellectual disability, communication disorder, disturbance in attention, abdominal pain, eye disorder, skin disorder, arrhythmia, asthenia, ear, nose and throat disorder and metal poisoning were unknown. The reporter considered abdominal pain, abdominal pain lower, alexithymia, allergy to metals, alopecia, amnesia, arrhythmia, arthralgia, arthritis, asthenia, autoimmune disorder, blindness, communication disorder, constipation, deafness, disturbance in attention, dyspareunia, ear infection, ear pain, ear, nose and throat disorder, eczema, embedded device, endometriosis, eye disorder, eye pain, fatigue, gait disturbance, general physical health deterioration, haemorrhoids thrombosed, headache, hyperhidrosis, inflammation, insomnia, intellectual disability, joint swelling, leukaemia, memory impairment, menometrorrhagia, metal poisoning, migraine, musculoskeletal pain, nausea, neoplasm malignant, neuralgia, pain in extremity, palpitations, paraesthesia, pelvic pain, posture abnormal, psoriasis, skin disorder, tendonitis, tinnitus, tooth loss, urinary tract infection and vertigo to be related to essure administration. The reporter commented: local media: a total of 113 deputies including 14 elected have addressed a letter to alert about essure contraceptive implants. They denounce an emergency and demand specific measures. Report also received via other local press publications. Follow-up on (B)(6) 2022 reported on (B)(6) 2020 conclusion examination: discrete hyperosteoblastic focus on the iliac side of the left sacroiliac corresponding to the small bone edema visualized on MRI. Moderate, non-inflammatory hyperosteoblastic enhancement of the right shoulder consistent with minimal capsulitis. No scintigraphic signs in favor of a flaring rheumatic process. On (B)(6) 2021: visit painful joint symptomatology, in conjunction with asthenia, cognitive impairment that has partially improved, more diffuse muscle pain symptomatology. The asthenia is very intense. As you know, there is some doubt as to whether the essure implants were responsible for this symptomatology, especially since it has been described in many patients who had this device. Treatment: humira. Screening metals (on (B)(6) 2021) tellurium, gadolinium, tin, mercury, iron, lead, manganese, gallium, chrome, arsenic analyses dated on (B)(6) 2020: positive for nickel. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Computerised tomogram] on (B)(6) 2021: cervical CT (soft tissue), conclusion: left parotitis associated with a left auricular perichondritis appearance of reactionary. No vascular thrombosis or underlying collection. No argument for a lithiasis cause [magnetic resonance imaging] on (B)(6) 2021: MRI facial - indication history of recurrent bilateral parotitis. Appearance of skin inflammation of the left cheek and auricle. No parotid lithiasis on CT scan. Conclusion: inflammation of the left external acoustic meatus consistent with otitis externa. No significant parotid abnormality [ultrasound scan] on (B)(6) 2021: results not provided [x-ray] on (B)(6) 2021: results not provided lot number: a78091 manufacture date:2012-12 expiration date: 2015-12 lot number: b21580 manufacture date:2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events abdominal pain, eye disorder, skin disorder, nausea, heart rhythm disorders, ent disorders & metal poisoning were added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure (essure inserted on (B)(6) 2013); she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-nov-2018. The most recent information was received on 05-aug-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) with additional information received through social media and describes the occurrence of abdominal pain lower ("stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side"), menometrorrhagia ("hemorrhagic menstruations/ random periods"), embedded device ("tin particles systematically penetrating tissue walls") and headache ("headache of disabling intensity") in a 45 year-old female patient who had essure inserted (lot no. A78091, b21580) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device material corroded ("potential erosion of a weld on the device, corrosion of the device, tin particles"). The patient had a medical history of otitis (recurrent), paresthesia, insomnia, allergy, eczema, asthma, miscarriage, multigravida (10) and parity 4 (4). On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced myalgia ("muscle pain") and gastrointestinal infection ("gastrointestinal disroder"). Essure was removed on (B)(6) 2018. On unknown date she experienced abdominal pain lower (seriousness criteria disability and intervention required), menometrorrhagia (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), headache (seriousness criterion disability), allergy to metals ("allergy to nickel"), pelvic pain ("pain / gynaecological pain"), dyspareunia ("pain during intercourse / dyspareunia"), gait disturbance ("difficulty using the stairs, walking and working/ difficulty moving"), urinary tract infection ("urinary tract infection / urinary infections"), inflammation ("inflammatory reactions"), musculoskeletal pain ("musculoskeletal pain"), tendonitis ("problems on the left ankle, tendonitis"), arthritis ("swollen inflamed knees"), arthralgia ("joint pain/ hip pain/ shoulder pain"), neuralgia ("neuropathic pain"), joint swelling ("swollen inflamed knees"), pain in extremity ("stabbing pains in the limbs"), paraesthesia ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue / susceptibility to fatigue"), tinnitus ("tinnitus"), vertigo ("vertigo"), deafness ("deafness"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), blindness ("vision loss"), alopecia ("hair loss"), tooth loss ("tooth loss / tooth disorder"), psoriasis ("psoriasis"), hyperhidrosis ("profuse sweating"), posture abnormal ("postures which became unbearable"), insomnia ("insomnia"), memory impairment ("loss of words"), amnesia ("loss of memory / immediate memory loss"), intellectual disability ("loss of intellectual dexterity"), communication disorder ("difficulty communicating"), disturbance in attention ("loss of concentration"), alexithymia ("difficulty expressing self"), constipation ("constipation"), endometriosis ("endometriosis"), haemorrhoids thrombosed ("haemorrhoids thrombosed"), palpitations ("palpitations"), autoimmune disorder ("autoimmune disease"), general physical health deterioration ("general poor health"), abdominal pain ("abdominal pain"), eye disorder ("eye disorder"), skin disorder ("dermatological disorder"), nausea ("nausea"), arrhythmia ("heart rhythm disorders"), asthenia ("asthenia"), ear, nose and throat disorder ("ent disorders") and metal poisoning ("she experienced symptoms consistent with tin poisoning, following the insertion of essure") and was found to have neoplasm malignant ("cancer") and leukaemia ("leukaemia"). The patient was treated with analgesics as well as surgery (total hysterosalpingectomy with essure removal). At the time of the report, the tendonitis had not resolved. The outcomes for abdominal pain lower, menometrorrhagia, embedded device, headache, pelvic pain, dyspareunia, gait disturbance, urinary tract infection, inflammation, arthritis, arthralgia, neuralgia, joint swelling, pain in extremity, paraesthesia, fatigue, tinnitus, vertigo, ear pain, ear infection, eczema, migraine, eye pain, blindness, alopecia, tooth loss, psoriasis, memory impairment, amnesia, intellectual disability, communication disorder, disturbance in attention, abdominal pain, eye disorder, skin disorder, arrhythmia, asthenia, ear, nose and throat disorder, metal poisoning, myalgia and gastrointestinal infection were unknown. The reporter considered abdominal pain, abdominal pain lower, alexithymia, allergy to metals, alopecia, amnesia, arrhythmia, arthralgia, arthritis, asthenia, autoimmune disorder, blindness, communication disorder, constipation, deafness, disturbance in attention, dyspareunia, ear infection, ear pain, ear, nose and throat disorder, eczema, embedded device, endometriosis, eye disorder, eye pain, fatigue, gait disturbance, general physical health deterioration, haemorrhoids thrombosed, headache, hyperhidrosis, inflammation, insomnia, intellectual disability, joint swelling, leukaemia, memory impairment, menometrorrhagia, metal poisoning, migraine, musculoskeletal pain, nausea, neoplasm malignant, neuralgia, pain in extremity, palpitations, paraesthesia, pelvic pain, posture abnormal, psoriasis, skin disorder, tendonitis, tinnitus, tooth loss, urinary tract infection and vertigo to be related to essure administration. No causality assessment was received for essure with regard to myalgia or gastrointestinal infection. The reporter commented: local media: a total of (B)(4) deputies including (B)(4) elected have addressed a letter to alert about essure contraceptive implants. They denounce an emergency and demand specific measures. Report also received via other local press publications. Follow-up on 05-jul-2022 reported on 12-oct-2020 conclusion examination: discrete hyperosteoblastic focus on the iliac side of the left sacroiliac corresponding to the small bone edema visualized on MRI. Moderate, non-inflammatory hyperosteoblastic enhancement of the right shoulder consistent with minimal capsulitis. No scintigraphic signs in favor of a flaring rheumatic process. On (B)(6)2021: visit painful joint symptomatology, in conjunction with asthenia, cognitive impairment that has partially improved, more diffuse muscle pain symptomatology. The asthenia is very intense. As you know, there is some doubt as to whether the essure implants were responsible for this symptomatology, especially since it has been described in many patients who had this device. Treatment: humira. Screening metals ((B)(6) 2021) tellurium, gadolinium, tin, mercury, iron, lead, manganese, gallium, chrome, arsenic analyses dated (B)(6)2020: positive for nickel. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Computerised tomogram] on (B)(6) 2021: cervical CT (soft tissue), conclusion: left parotitis associated with a left auricular perichondritis appearance of reactionary. No vascular thrombosis or underlying collection. No argument for a lithiasis cause [magnetic resonance imaging] on (B)(6) 2021: MRI facial - indication history of recurrent bilateral parotitis. Appearance of skin inflammation of the left cheek and auricle. No parotid lithiasis on CT scan. Conclusion: inflammation of the left external acoustic meatus consistent with otitis externa. No significant parotid abnormality [ultrasound scan] on (B)(6)2021: results not provided. [X-ray] on (B)(6) 2021: results not provided. Lot number: a78091. Manufacture date:2012-12. Expiration date: 2015-12. Lot number: b21580. Manufacture date:2013-04. Expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-aug-2024: upon internal review argus cases (B)(4) are found to be duplicate of each other. Therefore, argus case (B)(4) needs to nullify from argus database. All relevant information including source documents, references, events, reporters were transferred from nullified case to retention case (legacy device number 2951250-2024-00494). Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side [lower abdominal pain] , hemorrhagic menstruations/ random periods [menses irregular with excessive bleeding], tin particles systematically penetrating tissue walls [embedded device] , potential erosion of a weld on the device, corrosion of the device, tin particles [device material corroded] , headache of disabling intensity [headache] , allergy to nickel [nickel allergy] , pain / gynaecological pain [pelvic pain female] , pain during intercourse / dyspareunia [painful intercourse] , difficulty using the stairs, walking and working/ difficulty moving [walking difficulty] , urinary tract infection / urinary infections [urinary tract infection] , inflammatory reactions [inflammation] , musculoskeletal pain [musculoskeletal pain] , problems on the left ankle, tendonitis [tendonitis] , swollen inflamed knees [gonitis] , joint pain/ hip pain/ shoulder pain [shoulder pain] , neuropathic pain [neuropathic pain] , swollen inflamed knees [knee swelling] , stabbing pains in the limbs [pain in limb] , tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse [paraesthesia of limbs] , very severe fatigue / susceptibility to fatigue [fatigue extreme] , tinnitus [tinnitus], vertigo [vertigo] , deafness [deafness] , ear pain [ear pain] , ear infection [ear infection] , eczema [eczema] , migraine [migraine] , pain in the eyes [pain in eyes] , vision loss [vision loss] , hair loss [alopecia] , tooth loss / tooth disorder [tooth loss] , psoriasis [psoriasis] , profuse sweating [heavy sweating] , postures which became unbearable [posture abnormal] , insomnia [insomnia] , loss of words [forgetfulness] , loss of memory / immediate memory loss [loss of memory] , loss of intellectual dexterity [intellectual disability] , difficulty communicating [communication disorder] , loss of concentration [concentration loss] , difficulty expressing self [alexithymia] , constipation [constipation] , endometriosis [endometriosis] , haemorrhoids thrombosed [haemorrhoids thrombosed] , palpitations [palpitations] , cancer [neoplasm malignant] , leukaemia [leukaemia] , autoimmune disease [autoimmune disorder] , general poor health [general physical health deterioration] , abdominal pain [abdominal pain] , eye disorder [eye disorder], dermatological disorder [skin disorder] , nausea [nausea] , heart rhythm disorders [cardiac dysrhythmias] , asthenia [asthenia] , ent disorders [ear, nose and throat disorder] , she experienced symptoms consistent with tin poisoning, following the insertion of essure [metal poisoning] , muscle pain [muscle pain] , gastrointestinal disroder [gastrointestinal infection], dizziness [dizziness] , burning sensation [burning sensation] , urinary incontinence [urinary incontinence] , mycosis [mycosis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 29-nov-2018. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer with additional information received through social media and describes the occurrence of abdominal pain lower ("stabbing pains in the lower stomach/ mainly unbearable pain on the left side/ stitches in the side"), menometrorrhagia ("hemorrhagic menstruations/ random periods"), embedded device ("tin particles systematically penetrating tissue walls") and headache ("headache of disabling intensity") in a 45 year-old female patient who had essure inserted (lot no. A78091, b21580) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device material corroded ("potential erosion of a weld on the device, corrosion of the device, tin particles"). The patient had a medical history of otitis (recurrent), paresthesia, insomnia, allergy, eczema, asthma, miscarriage, multigravida (10) and parity 4 (4). On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced myalgia ("muscle pain") and gastrointestinal infection ("gastrointestinal disroder"). Essure was removed on (B)(6) 2018. On unknown date she experienced abdominal pain lower (seriousness criteria disability and intervention required), menometrorrhagia (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), headache (seriousness criterion disability), allergy to metals ("allergy to nickel"), pelvic pain ("pain / gynaecological pain"), dyspareunia ("pain during intercourse / dyspareunia"), gait disturbance ("difficulty using the stairs, walking and working/ difficulty moving"), urinary tract infection ("urinary tract infection / urinary infections"), inflammation ("inflammatory reactions"), musculoskeletal pain ("musculoskeletal pain"), tendonitis ("problems on the left ankle, tendonitis"), arthritis ("swollen inflamed knees"), arthralgia ("joint pain/ hip pain/ shoulder pain"), neuralgia ("neuropathic pain"), joint swelling ("swollen inflamed knees"), pain in extremity ("stabbing pains in the limbs"), paraesthesia ("tingling in the arms and legs/ electric shock-like effect/ feeling of electrical impulse"), fatigue ("very severe fatigue / susceptibility to fatigue"), tinnitus ("tinnitus"), vertigo ("vertigo"), deafness ("deafness"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), blindness ("vision loss"), alopecia ("hair loss"), tooth loss ("tooth loss / tooth disorder"), psoriasis ("psoriasis"), hyperhidrosis ("profuse sweating"), posture abnormal ("postures which became unbearable"), insomnia ("insomnia"), memory impairment ("loss of words"), amnesia ("loss of memory / immediate memory loss"), intellectual disability ("loss of intellectual dexterity"), communication disorder ("difficulty communicating"), disturbance in attention ("loss of concentration"), alexithymia ("difficulty expressing self"), constipation ("constipation"), endometriosis ("endometriosis"), haemorrhoids thrombosed ("haemorrhoids thrombosed"), palpitations ("palpitations"), autoimmune disorder ("autoimmune disease"), general physical health deterioration ("general poor health"), abdominal pain ("abdominal pain"), eye disorder ("eye disorder"), skin disorder ("dermatological disorder"), nausea ("nausea"), arrhythmia ("heart rhythm disorders"), asthenia ("asthenia"), ear, nose and throat disorder ("ent disorders"), metal poisoning ("she experienced symptoms consistent with tin poisoning, following the insertion of essure"), dizziness ("dizziness"), burning sensation ("burning sensation"), urinary incontinence ("urinary incontinence") and fungal infection ("mycosis") and was found to have neoplasm malignant ("cancer") and leukaemia ("leukaemia"). The patient was treated with analgesics as well as surgery (total hysterosalpingectomy with essure removal). At the time of the report, the tendonitis had not resolved. The outcomes for abdominal pain lower, menometrorrhagia, embedded device, headache, pelvic pain, dyspareunia, gait disturbance, urinary tract infection, inflammation, arthritis, arthralgia, neuralgia, joint swelling, pain in extremity, paraesthesia, fatigue, tinnitus, vertigo, ear pain, ear infection, eczema, migraine, eye pain, blindness, alopecia, tooth loss, psoriasis, memory impairment, amnesia, intellectual disability, communication disorder, disturbance in attention, abdominal pain, eye disorder, skin disorder, arrhythmia, asthenia, ear, nose and throat disorder, metal poisoning, myalgia and gastrointestinal infection were unknown. The reporter considered abdominal pain, abdominal pain lower, alexithymia, allergy to metals, alopecia, amnesia, arrhythmia, arthralgia, arthritis, asthenia, autoimmune disorder, blindness, burning sensation, communication disorder, constipation, deafness, disturbance in attention, dizziness, dyspareunia, ear infection, ear pain, ear, nose and throat disorder, eczema, embedded device, endometriosis, eye disorder, eye pain, fatigue, fungal infection, gait disturbance, general physical health deterioration, haemorrhoids thrombosed, headache, hyperhidrosis, inflammation, insomnia, intellectual disability, joint swelling, leukaemia, memory impairment, menometrorrhagia, metal poisoning, migraine, musculoskeletal pain, nausea, neoplasm malignant, neuralgia, pain in extremity, palpitations, paraesthesia, pelvic pain, posture abnormal, psoriasis, skin disorder, tendonitis, tinnitus, tooth loss, urinary incontinence, urinary tract infection and vertigo to be related to essure administration. No causality assessment was received for essure with regard to myalgia or gastrointestinal infection. The reporter commented: local media: a total of 113 deputies including 14 elected have addressed a letter to alert about essure contraceptive implants. They denounce an emergency and demand specific measures. Report also received via other local press publications. Follow-up on (B)(6) 2022 reported on (B)(6) 2020 conclusion examination: discrete hyperosteoblastic focus on the iliac side of the left sacroiliac corresponding to the small bone edema visualized on MRI. Moderate, non-inflammatory hyperosteoblastic enhancement of the right shoulder consistent with minimal capsulitis. No scintigraphic signs in favor of a flaring rheumatic process. On (B)(6) 2021: visit painful joint symptomatology, in conjunction with asthenia, cognitive impairment that has partially improved, more diffuse muscle pain symptomatology. The asthenia is very intense. As you know, there is some doubt as to whether the essure implants were responsible for this symptomatology, especially since it has been described in many patients who had this device. Treatment: humira. Screening metals (B)(6) 2021) tellurium, gadolinium, tin, mercury, iron, lead, manganese, gallium, chrome, arsenic analyses dated (B)(6) 2020: positive for nickel. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Computerised tomogram] on (B)(6) 2021: cervical CT (soft tissue), conclusion: left parotitis associated with a left auricular perichondritis appearance of reactionary. No vascular thrombosis or underlying collection. No argument for a lithiasis cause [magnetic resonance imaging] on (B)(6) 2021: MRI facial - indication history of recurrent bilateral parotitis. Appearance of skin inflammation of the left cheek and auricle. No parotid lithiasis on CT scan. Conclusion: inflammation of the left external acoustic meatus consistent with otitis externa. No significant parotid abnormality [ultrasound scan] on (B)(6) 2021: results not provided. [X-ray] on (B)(6) 2021: results not provided. Lot number: a78091 manufacture date:2012-12 expiration date: 2015-12, lot number: b21580 manufacture date:2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new lawyer reporter, events: dizziness, burning sensation, urinary incontinence, mycosis and cluster ID added. Further company follow-up with the regulatory authority is not possible. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("stabbing pains in the lower stomach/ mainly unbearable pain on the left side/stitches in the side"), menorrhagia ("hemorrhagic menstruations") and urinary tract infection ("urinary tract infection") in a (B)(6) year-old female patient who had essure (batch no. A78091/b21580) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: consumer has 04 children. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), arthralgia ("joint pain/ hip pain"), tendonitis ("problems on the left ankle, tendonitis"), joint swelling ("swollen inflamed knees"), arthritis ("swollen inflamed knees"), ear pain ("ear pain"), ear infection ("ear infection"), eczema ("eczema"), migraine ("migraine"), eye pain ("pain in the eyes"), musculoskeletal pain ("shoulder pain"), pain in extremity ("stabbing pains in the limbs"), dyspareunia ("pain during intercourse"), the first episode of paraesthesia ("tingling in the arms and legs/ electric shock-like effect/feeling of electrical impulse"), fatigue ("very severe fatigue"), memory impairment ("loss of words"), intellectual disability ("loss of intellectual dexterity"), amnesia ("loss of memory"), communication disorder ("difficulty communicating"), gait disturbance ("difficulty using the stairs, walking and working"), the second episode of paraesthesia ("tingling in the fingers"), tinnitus ("tinnitus"), posture abnormal ("postures which became unbearable"), menstrual disorder ("menstrual cyles disturbances") and disturbance in attention ("loss of concentration"). The patient was treated with analgesics and surgery (total hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, urinary tract infection, arthralgia, joint swelling, arthritis, ear pain, ear infection, eczema, migraine, eye pain, musculoskeletal pain, pain in extremity, dyspareunia, fatigue, memory impairment, intellectual disability, amnesia, communication disorder, gait disturbance, the last episode of paraesthesia, tinnitus, menstrual disorder and disturbance in attention outcome was unknown and the tendonitis had not resolved. The reporter provided no causality assessment for abdominal pain lower, amnesia, arthralgia, arthritis, communication disorder, disturbance in attention, dyspareunia, ear infection, ear pain, eczema, eye pain, fatigue, gait disturbance, intellectual disability, joint swelling, memory impairment, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, pain in extremity, posture abnormal, tendonitis, tinnitus, urinary tract infection, the first episode of paraesthesia and the second episode of paraesthesia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Nuclear magnetic resonance imaging - on an unknown date: results not provided. Ultrasound scan - on an unknown date: results not provided. X-ray - on an unknown date: results not provided. Further company follow-up with the regulatory authority is not possible. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.